Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2022. That changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii flow cytometer produced erroneous ivd results. There was no indication that results were reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6): "the customer contacted the application because she had a problem with the measurement. Cst and baseline ok" "no patients were harmed, but the results are incorrect".

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system, part # 338960, and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17dec2020 to date 17dec2021. Complaint trend: there are 17 complaints related to this issue of erroneous results. Date range from 17dec2020 to date 17dec2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to improper instrument settings. The customer had initially reported that they were having issues with measurement despite running cst and baseline tests that passed with no problems. An fse (field service engineer) came onsite to observe the issue and found that the gates have shifted during measurement, but there was no application error found from this and the cs&t was still fine. Technical intervention was required for this repair and the required parts for the repair could not be determined. No return sample was requested for evaluation because no parts were replaced and the case was passed on to an application specialist. The issue was later identified in pr 4243976 ¿ ¿wfi-wo-clarify¿ in trackwise that the issue was due to application settings. After this adjustment the instrument was working as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: 06oct2009 defective part number: n/a work order notes: subject / reported: 338960 - bd facscanto ii cytometer 4/2 system ivd - problem with the measurement. Problem description: the customer contacted the application because she had a problem with the measurement. Cst and baseline fine work performed: n/a. Cause: n/a. Solution: jthe 12/27/21, 12:42 pm: wo canceled and mn to appl. Spec. (B)(6). Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: a review of the bd facscanto ii flow cytometer (daq) fmea #338960-05ra (version a/revision 1) has identified the hazard of erroneous results. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes, no. Item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: host does not receive any data potential effects of failure: the operator is unable to detect any events potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo) current controls: instrument setup/calibration (qc) fails recommended actions: n/a, responsible party: n/a, target completion date: n/a, actions taken: n/a, sev: 5, occ: 2, det: 1, rpn: 10. Mitigation(s) sufficient yes , no. Root cause: based on the investigation results the root cause of the erroneous results was due to improper application settings. Conclusion: based on the investigation results the root cause of the erroneous results was due to improper application settings. The customer had reported that there were problems with measurement despite the cst and baseline results being fine. An fse attempted to assist the customer with this issue but was unable to find the cause of the erroneous results and closed the work order. This case was handed off to an application specialist who was able to identify the improper settings and resolved the issue. After the adjustment the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Event description:
It was reported that the bd facscanto¿ ii flow cytometer produced erroneous ivd results. There was no indication that results were reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from german: "the customer contacted the application because she had a problem with the measurement. Cst and baseline ok". "No patients were harmed, but the results are incorrect".